Event description:
It was reported that the customer was receiving the battery out limit alarm on the insulin pump and a blank display afterwards. After replacing the battery and pushing on the battery cap, the insulin pump turned back on. The customer stated that she had changed the battery a few days prior and that the insulin pump alarmed battery out limit randomly. The customer's blood glucose was 47 mg/dl. The customer drank orange juice for the low blood glucose. Troubleshooting was done. Explained that a battery out limit alarm during normal use may have indicated a loose battery cap. Advised that a replacement battery cap would be sent. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.